Event description:
A health professional reported that a xia serrato polyaxial screw, xia blocker, and a xia rod migrated approximately one month post-operatively. Revision surgery has not been performed nor scheduled at this time. This report captures the blocker.